Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device is an instrument and is not implanted/explanted. Investigation summary: examination of the returned device confirmed the reported event the complaint sample consisted of (1) 230774002 rod for reaming guide holder, lot 5258998. This lot was manufactured on september 2015 examination of the returned rod for reaming guide holder confirmed that the distal tip was bent. The overall condition of the device shows moderate usage. Previous investigations found the material was changed at the plate junction and was changed at the tip. This has been escalated to CAPA. The current complaint sample device was manufactured after the design changes. A search of the complaint database against the first lot number (5120205) of the new design identified previous reports involving a damaged tip. None of these reports could identify a definitive root cause attributed to this failure mode. From the investigation the tip damage is suspected to have been attributed to fretting and torsional bending from contact with the outer unit of the reaming guide impactor during use. A definitive root cause is undetermined. Based on the inability to draw a conclusion about the root cause, the need for corrective action was not indicated. Monitor complaints through post market surveillance . Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
It was reported that the guide for the epiphyseal reamer seemed to be stuck. Upon attempting to extract the guide, the handle released because the part that goes into the guide bent. This occurred twice. Each time with different impactors.